Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (10000 mcg/ml at 1100 mcg/day) via an implantable pump. The patient's medical history included obesity. It was reported that during a pump replacement procedure, a situation occurred with the catheter of the system. When the healthcare provider (hcp) disconnected the catheter of the old pump, it didn't return "lcr" from the catheter. At this moment the patient referred the return of pain symptoms. Regarding factors that may have led or contributed to the issue, it was indicated as unknown if the catheter was occluded. The new pump was connected to the old catheter and the hcp tried to aspirate lcr from the catheter access port (cap) but this was not possible. The anesthesiologist was asked to perform a valsalva maneuver but this was not possible. The patient had severe dermatitis on their back and the hcp decided it was not possible to change catheter because of the high risk of an infection or meningitis. The hcp connected the catheter to the new pump expecting the flow of the pump to let the catheter continue delivering the medication. In approximately ten days the first medical appointment will be made to evaluate the patient. Meanwhile the clinic will do telephone follow up to evaluate the patient. The catheter remained implanted and in-use. The issue was not resolved as of (B)(6) 2024. The location of the issue or symptom was the catheter track. The event did not lead to hospitalization or extended hospitalization. The patient was without injury as a result of the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0213495685, implanted: (B)(6) 2018, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-may-2019, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. The event regarding catheter occlusion (device diagnosis) and intractable chronic pain (clinical diagnosis) were unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0213495685, implanted: (B)(6) 2018, product type catheter ime e1720 is not applicable to the event and was updated as such with merge. MFR report # 3004209178-2024-22167 is considered a duplicate and any further information received regarding the event will be reported via MFR report # 2182207-2024-04442. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the patient was hospitalized last friday, (B)(6) 2024, due to significant pain symptoms. Today, (B)(6) 2024, the rep was requested to assist the hospital in order to evaluate dose adjustment. According to the emergency room physicians, the patient had septic shock of urinary origin, kidney failure and hypotension. Due to this, the treating physician requests to set up the pump at minimum flow with a dose of 68 mcg/day. It was further reported that the hcp couldn´t perform more tests in the moment of the surgery, as they decided to evaluate the patient ten days after the surgery, but the patient was hospitalized and it was not possible. The cause of the issue / inability to aspirate the catheter and no catheter flow upon disconnect from the old pump was unknown. The hcp reported that the device, therapy, and/or surgical procedure/anesthesia didn't cause or contribute to the patient's septic shock of urinary origin and if the septic shock, kidney failure, and hypotension. The patient died and the devices were discarded. --from (B)(4): information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (2000 mcg at 100.2 mcg/day) via an implantable pump for unknown indications for use. It was reported that when changing the pump it was observed that there was no outlet of "lcr". The catheter was noted to be non-patenable, unknown cause. It was noted that the patient had seborrheic dermatitis. The event required inpatient or prolonged hospitalization/emergency room visit/urgent care visit. The issue was unresolved with no further action planned. MFR report # 3004209178-2024-22167 is considered a duplicate and any further information received regarding the event will be reported via MFR report # 2182207-2024-04442.